Event description:
It was reported by the customer through emergency support program that the sensation plus 50cc unable to update timing alarm on a cs300 while in use. Nurse reported the pump had been providing appropriate therapy until the patient began having an irregular rhythm with frequent pvc. ECG signal was being interfaced from the bedside monitor. Esp personnel advised connecting the ECG directly to the pump however, connections were not available. Nurse repositioned the ECG leads to better align with the heart and applied a small amount of doppler gel. Signal quality was reported to be minimally improved. An image of the console screen showed a map in the 70 with ECG artifact, no clear dicrotic notch on a p waveform, and assisted edp greater than unassisted. Nurse reported that the inner lumen was not connected to a pressure bag. Esp personnel instructed her to cap and label the inner lumen do not use, risk of thrombus. Esp personnel educated nurse on the importance of ensuring all iab have the inner lumen connected to a transducer, pressure bag, and flushed per hospital policy. Nurse stated the patient had a radial arterial line however, no cables were available in the hospital to connect directly to the pump along with no interfacing cables. Esp personnel gave nurse the option of using semi auto mode to adjust timing however, she was uncomfortable assessing timing on a continuous basis. Esp personnel advised her to consult the md in order to treat the patients irregular heart rhythm in order optimize therapy. In addition, there had been no chest x ray completed on the patient since iab insertion. Completed x ray was reported to show the distal marker between the 2nd and 3rd intercostal space. Nurse requested esp personnel speak with the ICU educator, amy. Esp personnel reiterated to amy the importance of ensuring all iab are connected to a standard arterial pressure monitoring system, flushed, and the need for arterial pressure cables. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).